Event description:
The manufacturer received information alleging a trilogy evo ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system printed circuit assembly required replacement to address the issue. As a preventative measure, the detachable battery was also replaced. Unrelated to the complaint, the air inlet foam filter was replaced due to "life-related" smell.

Manufacturer narrative:
The product investigation laboratory (pil) received a trilogy evo system printed circuit board assembly (pca) with the allegation of an error code in the event log. Pil installed the trilogy evo system pca on the trilogy evo test bed, removed alternating current (ac) power and ran therapy on detachable battery power until the detachable battery was at approximately 61% capacity. Pil then removed the detachable battery and ran therapy on internal battery power until the internal battery was at approximately 58% capacity. Pil then applied ac power, installed the detachable battery and charged both batteries to approximately 100% capacity without issue, e-59 did not reoccur. Pil concluded that the system pca operates as designed. The trilogy evo system pca has been scrapped.